Event description:
It was reported that patient had trial had never worked since the date of implant. It was reported that it was not working because the leads pulled out after she got home and had removed a day prior to this report. It was indicated that patient was not sure what date the surgery will be and if it will be another trial or implant. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).